Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-aug-2023. H6: investigation summary: one photo along with the physical sample was provided to our quality team for investigation. Through visual inspection, small circles are observed within the packaging film. Further evaluations were performed and verified these were visual characteristics that can form in the film during the packaging process, there was no perforation or damage within the packaging or film. A device history review for lot 2305748 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Packaging parameters were reviewed for lot 2305748 and were verified to be operating within required limits. Based on the sample evaluation, it was determined these visual characteristics likely formed during the packaging process, however, there is no damage within the package.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes had damaged/perforated packaging units. The following information was provided by the initial reporter, translated from dutch: "in the plastic a pattern of small balls resembling perforation... Customer has indicated that the packaging is damaged. Appears perforated."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes had damaged/perforated packaging units. The following information was provided by the initial reporter, translated from dutch: "in the plastic a pattern of small balls resembling perforation... Customer has indicated that the packaging is damaged. Appears perforated."